Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient fell the last couple of months and last week prior to (B)(6) 2016, and she was experiencing pain at the site. She was getting therapeutic benefit and wanted her implant checked to make sure everything was good. When the implant was interrogated on (B)(6) 2016, it showed a capacity at 0-1 percent and battery longevity of 0 months. The patient programmer didn't show a low implantable neurostimulator (ins) battery icon or an elective replacement indicator (eri) or end of service (eos). The impedance was 1499 to 2885 ohms and the patient was running stimulation at a 4.80 amplitude. The manufacturer representative was able to program the implant and the patient was feeling stimulation. The ins was not exhibiting normal behavior such as getting a power on reset (por) or the clinician programmer not being able to interrogate the device when the battery was low. The fall could be related to the issue.

Event description:
Additional information from the manufacturing representative (rep) reported that the patient was seen in the healthcare provider (hcp) office and it was determined that the device was off and they were having communication difficulties with the programmer. They noted that with the device being off, the pain did not appear to be related to the stimulation. It was possible that the pain was related to the falls. They had communicated their findings to the hcp. Impedance checks and interrogations of the device settings were also conducted. No abnormal findings were found. Upon checking longevity of the implantable neurostimulator (ins), the test showed battery life nearing end or at end, the rep could not recall. The rep was unaware of what the hcp recommended for the pain at the site, however, on (B)(6) 2016 the ins was replaced without incident. They were unaware if the cause of the pain was identified or resolved and would follow up with the hcp office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.